Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 100 to 150 mg/dl. Customer feels well and observed no symptoms. Med intervention is not required at this time. Back to back blood test performed during call after meal ((B)(6) 2015 1:02 pm) with results of 168 mg/dl and 176 mg/dl. Verified storage of test strips is within specification. Test strip lot MFR's expiration date is 05/31/2016 and open vial date is within 90 days. Recall test results performed (fasting / before meals / after meals) from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.